Manufacturer narrative:
The technician replaced the side rail cable to resolve the issue.

Event description:
The technician alleged that the bed was alarming when the side rail was down and there was no nurse call function. No pt impact.